Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the prismaflex st150 set us has multiple points that easily came disconnected unless purposefully secured well. It was further reported that the "return line at point of entry into hemofilter came disconnected during priming with saline/heparin" and "sprayed on the nurse". There was no patient involvement. There was no injury reported and no medical intervention. No additional information is available.

Manufacturer narrative:
H11: the actual device was not available; however, a device from another lot was received for evaluation. Visual inspection of the product showed that the return screwed connector was disconnected from the blood header port. The screwed connectors are attached to the set filter blood header ports by using automated screwdrivers that deliver a controlled and validated torque, ensuring that all the connectors are properly screwed. A set with a loose return screwed connector would have been detected during the 100% in process leak test control. A batch review was conducted for the initially reported device as well as the returned device, and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the condition was not determined. Should additional relevant information become available, a supplemental report will be submitted. Prismaflex st150 set has been temporarily approved for use in the us under emergency use authorization (B)(4) to deliver crrt to treat patients in an acute care environment during the covid-19 pandemic.